Event description:
Caller alleged imprecision with the inratio meter. Results as follows: inratio: 0.7, (re-test) inratio: 3.0. Customer also reports getting "qc" and "not enough sample" errors. User confirms adding a second drop to the test.

Manufacturer narrative:
Investigation pending.